Event description:
Complainant alleged that during a routine shift check by a clinician, manual mode was unable to be accessed, as the key switch rotated 360 degrees. Complainant indicated that there was no pt involvement in the reported malfunction.